Manufacturer narrative:
Failure analysis noted that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Analysis was unable to verify battery out limit alarm or perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to button error alarm. The insulin pump had a scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, battery out limit, and had moisture damage. The customer's blood glucose reading was 220 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. She state she has had multiple low blood glucose events, but did not provide any details in regards to them. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.